Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor also, unable to perform excessive no delivery test due to prime anomaly. All of the buttons are responding properly. The keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind and displacement test. No resetting or a33 alarms noted. The drive support was inspected and no anomaly noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump shuts off while priming. Customer stated he was changing batteries and insulin squirted out when priming. Also, mentioned the insulin pump had unresponsive buttons and alarming no delivery. The insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown. Advised customer to discontinue use of the insulin pump and revert back up plan.